Event description:
It was reported that during implant the lead helix would not retract. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that inner coil was not welded and the stopper detached from the helix shaft, preventing the helix from retracting.